Event description:
It was reported that pump quick bolus/wake button did not function as expected and was extremely difficult to press, often requiring multiple attempts to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer support guided caller through troubleshooting, confirmed pump warranty, arranged shipment of replacement pump. Caller planning to continue using current pump and rely on alternate insulin method if necessary and to reprogram pump settings and reconnect cgm on replacement pump.